Event description:
Reporter alleges the patient's 1966 set of implants encapsulated and she developed left "stingy deformity" on upper medial chest and had removal with replacement. Reporter alleges the patient's 1977 set of implants became deformed for 10 years, decrease in right side for years, increased ptosis and denies history of trauma but developed increased left chest pain. Reporter also alleges the patient complains of arthralgias (positive for morning stiffness)/myalgias, paresthesia, spasms, numbness, swelling, fatigue, sleep disturbance, recurring upper-respiratory infections, allergic reaction to medications, hot flashes/sweats, fevers, visual changes, depression, sicca, chronic conjunctivitis, hair loss, rashes, sensitivity to sun/cold (raynaud's)/chemicals, shortness of breath/cough, chest pain/palpitations, increased thyroid, increased blood pressure, weight fluctuations, genitourinary and rupture.